Event description:
It was reported the patient had been overdosed in (B)(6) 2010 when an in-home nursing staff trainee put it into the wrong portal. The patient was given narcan and was rushed to the intensive care unit (ICU). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.

Manufacturer narrative:
Concomitant product: product ID 8703w, lot # l56468, implanted: (B)(6) 1998, product type catheter. (B)(4).